Event description:
Additional information received indicated that the pump was a different manufacturer's pump.

Manufacturer narrative:
Catheter model: 8731, lot #: b003013n64, implanted: (B)(6) 2003, explanted: unk.

Event description:
It was reported that the patient fell and the "pump was red." It was added that patient could not be readily aroused. ER doctor wanted the pump turned off. It was indicated that they could not interrogate pump either with or without magnet. The last refill was noted to have been done on (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).